Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation. Based on the results of the investigation, the root cause of the scope b30 communication abnormality was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported a b30 scope communication error. The customer stated the 180 scopes were working fine and the issue was only when using the 190 scopes. Customer confirmed the system was being powered off in between use of scopes. Tac instructed the customer to clean the socket with compressed air on the clv-190 and if the issue persisted the clv-190 should be sent in for evaluation. Customer agreed and gathered tac contact information should further assistance be needed. The device is not expected to be returned. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a b30 scope communication error when using the evis exera iii video system center. There was no patient harm associated with this event.